Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in-clinic with an eri alert, triggered on (B)(6) 2018. After review of the device image, it was noted this to be a false eri, and discussed clearing the alert. The alert was cleared and the patient's device will continue to be monitored.